Manufacturer narrative:
Based on the claim against the product by the customer noting universal surgical manipulator (usm) 3 not responsive an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse verified 319 error and replaced usm in accordance with procedures to resolve error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm unit was tested on an in-house system in normal mode and triggered error 319 upon start up. Unit was also tested on the test platform, and failed rolling loop fiber test, which caused "acc check all boards" to fail also. As a fix, the rolling loop fiber assembly will be replaced. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during of a da vinci-assisted colorectal surgical procedure, the customer informed the technical support engineer (tse) that they had some faults on universal surgical manipulator (usm) 3 and the unit was nonresponsive. The tse reviewed logs confirmed a multitude of faults stemming from usm 3 and a code stating the usm 3 had been disabled locally. The tse informed customer that system would need to be power cycle before usm 3 would turn back on. The customer did not troubleshoot further. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator informed the case was completed robotically with only 3 arms. The procedure was started with 4 arms. There was no harm to the patient. There were no images or recording and no patient demographics could be provided.